Event description:
The patient contacted animas on (B)(6) 2013 reporting that their blood glucose (bg) was high over the past few days. The patient stated it is ranging from 33mg/dl to 600mg/dl without symptoms. The patient not come down with either method. Customer support (cs) reviewed all settings and all settings were correct. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.